Event description:
The tech alleged that the side rail will not lock in place or stay latched. No pt impact.

Manufacturer narrative:
The tech found the side rail push tube was bent. The tech replaced the side rail push tube to resolve the issue.